Manufacturer narrative:
Corrected data: patient weight updated from 140 to 155lbs to reflect the weight reported at the time of surgery. Initial reporter updated to reflect physician who performed the reported surgical intervention.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated surgical procedure, prior to which the ipg was not set to surgery mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.